Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove the cds from the guide (gripper caught on guide). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) dilated left and right atrium, flail and prolapsed leaflet for a mitraclip procedure. During the procedure, grippers got stuck on the guide when clip was pulling back into the guide in the left atrium. Device was replaced and two mitraclips were implanted. All steps were performed as per IFU. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) dilated left and right atrium, flail and prolapsed leaflet for a mitraclip procedure. During the procedure, grippers got stuck on the guide when clip was pulling back into the guide in the left atrium. Device was replaced and two mitraclips were implanted. All steps were performed as per IFU. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.